Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021, the customer reported an open book. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, cracked middle (enter) keypad button. After battery installation, a blank display was noted. Unable to determine if an open book occurs or unexpected battery power loss and unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; electric board (severe corrosion), components located at the top of the back side of the board, back of the lcd screen. In summary, the customer¿s report of an open book was unable to be confirmed during testing. The blank display is due to the severe corrosion underneath the electric board connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and received an open book image. Customer stated that insulin pump was beeping with red x arrow on display and shut down after batter change. Customer stated they think that insulin pump got wet since they were doing paddle boarding. Customer stated that they experienced low blood glucose level which was treated with food. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.